Manufacturer narrative:
The product was not returned for analysis. The customer indicated the use of a company lens. The diopter of the lens was not provided. Without the lens diopter it cannot be determined if this lens was within the diopter range qualified for this cartridge. The handpiece and viscoelastic information was also not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Not enough information was provided to determine if a qualified combination of associated products were used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer recommends using the qualified iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the associated lens was returned in a lens case in a self sealing pouch placed within the opened lens carton. Solution is dried on the optic and both haptics. One haptic is partially torn at the gusset area. The optic is scratched/marked - rejectable. The other haptic is folded onto the optic with the distal portion adhered to the optic with solution. A qualified lens was used. The associated lens was returned with evidence of handling. The reported lens scratch was observed on the anterior surface of the lens, in the optic center. This type of scratch is similar in appearance to damage from a metal instrument during mishandling or misloading lens into the cartridge, or if a metal handpiece tip overrode the lens optic surface during lens advancement due to mispositioned lens in the cartridge. The handpiece and viscoelastic product information was not provided. Not enough information was provided to determine if a qualified combination of these associated products were used with the qualified lens/cartridge combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used.

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the lens was scratched while passing it through the cartridge. Additional information was requested.